Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for evaluation. This investigation could not identify any evidence of product contribution to the reported complaint without the return of the t/suture construct.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after the advancement of both ts, it was found that the knot could not be pulled. Therefore, both anchors had to be removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.